Event description:
Implantation was performed on (B)(6) 2025. Pericardial effusion was observed on (B)(6), and on (B)(6), the leads were extracted and the screw-in atrial and ventricular leads were replaced with tined leads. No treatment for pericardial effusion was done.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.